Manufacturer narrative:
Device is a combination product. The stent delivery system was returned for analysis. A visual examination of the stent found that the distal stent struts were pulled in a distal direction with some struts lifted. The undamaged section of the crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The (B)(4) stenosed, 15mm x 3mm, concentric, de novo target lesion was located in the moderately tortuous and non-calcified mid to distal left anterior descending artery. Pre-dilatation was performed using a semi-compliant balloon catheter, leaving (B)(4) residual stenosis in the lesion. A 2.50x16mm (B)(6) drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another 2.50x16mm (B)(6) drug-eluting stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.